Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple attempts to obtain the sample have not been successful. A lot number has been provided. Upon review of the manufacturing records, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor displayed inaccurate readings and was replaced, causing a delay of 60 minutes during monitoring. Another was used to complete the procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned for evaluation. Examination of the catheter found the device passed water pattern testing, however, failed the final electrical test. The device failed rt test ¿ unstable, jump from zero to 1mmgh; does not stabilize and unable to get an accurate reading. No further testing was possible. Based on the results of the investigation, the reported issue was confirmed, however, unable to determine the root cause. A review of manufacturing records found that the device conformed to specification when released to stock. No further investigation or corrective action is anticipated.